Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs patient controller (pc) shows the low battery warning for her scs ipg. A company representative met with the patient and reviewed the system settings, based on the system's settings the patient's scs ipg service life should be approximately three years. Follow up identified the patient has been scheduled to have the scs ipg replaced.